Event description:
It was reported that this inflatable penile prosthesis (ipp) had fluid loss. Upon removal of device, small dot was found on cylinder. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
B1 adverse event/product problem was inadvertently left blank in the previous submission.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had fluid loss. Upon removal of device, small dot was found on cylinder. The ipp was explanted and replaced. No patient complications reported.